Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not supplied by the customer. There is no indication the troponin I (accutni+3) reagent was returned for evaluation. A beckman coulter field service engineer (fse) was dispatched to assess the instruments performance. The fse performed unrelated service. System performance was verified with high sensitivity (hs) system check, precision run and carryover test. System alignments and settings were verified. All verification testing passed within published performance specifications. The fse did not find any issues with system hardware which would have contributed to the event. In conclusion, the cause of the troponin I (access accutni+3) results cannot be determined with the supplied information. (B)(4).

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result on their unicel dxi 800 immunoassay system, serial number (B)(4) for one (1) patient sample. The sample from the first patient (designated as patient (1)) was reanalyzed three (3) times using the same unicel dxi 800 immunoassay system. The results were one (1) higher result, above the assay's normal reference range, and two (2) results within the assay's normal range. The customer stated the access accutni+3 results were not reported from the laboratory. The customer stated there was no change or impact to patient treatment in association with the access accutni+3 results. The lithium heparin plasma samples were centrifuged at 4500 rpms for ten (10) minutes. There were no quality control (qc), calibrations or system checks for review. The customer stated that quality control (qc) recovery has been within the customer's established ranges. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.